Event description:
Pt with herniated nucleus pulposus, was enrolled in (B)(4) clinical trial study. On (B)(6) 2007 this pt underwent a pdc procedure, c6-c7, with ide part # ssc225c, medium size, 5mm inlay, lot # 2004004778. On (B)(6) 2011 the pt complained of pain, decreased strength and numbness of the left upper extremity and numbness in the entire left thumb and index finger. An MRI on (B)(6) 2012 revealed a left paracentral disk herniation at c5-c6 level, above the previously placed pdc implant. The pt's symptoms were being treated with advil and a cervical block epidural injection on (B)(6) 2012 at c6 level. Pt experienced severe unrelenting cervical radiculopathy, unresponsive to conservative treatment. On (B)(6) 2012, pt underwent a c5-c6 acdf for adjacent level disk herniation, left sided with fibular allograft, demineralized bone matrix and anterior cervical plate. No explantation of pdc implant noted on op report.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as device remains implanted in the patient. A product development design evaluation was conducted. Based on the information in this compliant, the risk analysis was reviewed and it was determined that an update is not warranted at this time. It is expected that removing the diseased disc, removes the source of patient pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, one or more of these pain generators may not have been removed. The prodisc-c technique guide specifically states "performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery." Subsequently, as the surgeon has not removed the prodisc-c implant indicates that the original discectomy and decompression may have been adequate, and the recurrence of pain could be a result of a factor that occurred post-operatively. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with "neck or arm pain of unknown etiology". "Myelopathy or pain" is also listed on the prodisc-c package insert ((B)(4)) as one of the several potential risks associated with this device and in general with the implantation of spinal implants. Pain represents < 0.5% of prodisc c implantations in the us to date. Journal review: a search on pub-med did not uncover any reports of a prodisc-c revision resulting from pain specifically.

Manufacturer narrative:
No device returned. The manufacturing documents were reviewed and no complaint related issues were found.